Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 262 mg/dl. Reportedly, the customer reloaded the existing cartridge; however, the issue persisted, and the customer reverted back to manual daily injections.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alarm 20). The information will be used for tracking and trending purposes.